Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected field: d5 the getinge fse that encountered the issue replaced the fiber-optic sensor extension cable assembly. The fse completed the pm. The unit passed all performance and safety tests according to factory specifications. The failure analysis and testing dept. Performed visual inspection of the part received fiber optic connector and found that the blue receptacle housing of the fiber optic connector is broken as well as the connector of white and red cables due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure. Root cause 1: the fiber optic adapter connector (item 14) of the cable assembly, fo sensor extension is not robust enough to consistently withstand large and, or repeatable force or impact that the connector may be subjected to over the course of continued use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional point of contact: contact person name: (B)(6). Contact person e-mail address: (B)(6).

Event description:
It was reported that upon inspection during pm, the cardiosave intra-aortic balloon pump (iabp) unit was found to have a broken fiber optic sensor assembly.